Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer cleared the alarm to address the issue. Customer's blood glucose (bg) was high, however, a specific value was not provided and was treated with a correction bolus via pump.